Event description:
It was reported that during a device change out due to eri, externalized conductors were observed via x-ray. The lead remains implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.